Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
According to the available information the device was explanted due to a tubing break.

Event description:
Additional information was received which confirmed the device was replaced after explant.

Manufacturer narrative:
The device was not returned for evaluation. A picture was received which verified the tubing break. Without the benefit of analyzing the device, the root cause of the tubing break cannot be confirmed. Correction: h6: health effect-impact code f1903 was removed.